Event description:
It was reported that the device does not shock when using 2 different biotech qed 6 analyzers. When the customer puts it in a vfib rhythm it says no shock advised using AED mode. The biomed tried both a vtach and tfib rhythm and both were showing a no shock advised. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the intermittent reported failure. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and observed that the unit would intermittently not shock. The root cause was not determined. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly and there was no failure of this assembly.